Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed after extraction in ada site 4, osseointegration had not yet been obtained. A bone graft was performed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed after extraction in ada site 4, osseointegration had not yet been obtained. A bone graft was performed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).